Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: none. It was reported that an otw voyager was used for predilatation, then the mini vision was introduced into the pt, but was unable to be deployed as the stent was not fully attached to the balloon. The device was removed from the pt and a 2.25x12 minivision was used successfully. There was no adverse pt effects. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with the stent dislodged and loose on the distal shaft. There were stretched struts in the distal end of the stent implant. There was no damage noted to the stent. There were crimp marks between the markers of the tightly folded balloon. There were no kinks or damages noted to the tip. The protective sheath and guide wire used during the procedure were not returned. The entire tip length and the outer diameters of the stent were measured and met manufacturing criteria. The distal end outer diameter could not be measured due to the noted stent damage. The inner diameter of the tip past the proximal seal and the guide wire exit notch were measured and met manufacturing criteria. A new guide wire was backloaded through the sds without resistance. The ability to cross a lesion can be impacted in numerous ways. Some contributing factors may consist of, but not limited to, pt anatomical condition, disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive and negative pressure during preparation, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. The analysis indicated the presence of crimp marks on the balloon, which suggests that the stent implant was crimped onto the balloon at the time of manufacturing. Although the anatomical conditions were not reported, a failure to advance is not generally associated with a product quality deficiency and is likely related to the operational context of the procedure. The analysis noted balloon shredding at the distal end of the balloon. It is possible that interaction with anatomical conditions could have contributed to the shredding and may have increased due to handling of the sds post procedure. Failure to cross the lesion and balloon shredding at the distal end suggest challenging anatomical conditions, although no anatomical conditions were reported, these conditions appear to have subsequently contributed to the reported stent dislodgement. A kink was noted on the distal shaft distal to the guide wire exit notch and stent damage. The kink and stent damage were not reported and appears to have resulted from handling of the product post-procedure during packing for shipment back to abbott vascular. The kink and stent damage do not appear to have contributed to the reported failure to cross and stent dislodgement. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. There is no indication of a product deficiency associated with this lot. The reported failure to cross and stent dislodgement appear to be related to the circumstance of the procedure and there are no indications of a quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to the reported event. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.